Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be corrosion on the membrane panel due to storage outside of the indicated conditions. Upon receipt at heartsine the device was unable to be powered on via the on/off button. This was attributed to corrosion within the membrane panel, on the on/off button contact pads. This had resulted in the button failing to make contact with the membrane pcb, therefore the device being unable to be powered on, as per the reported fault. The fault could not be replicated after the corrosion was cleared from the membrane pcb. The corrosion on the on/off button contact pads alongside the corrosion on the membrane tail, the usb contact collars and the low temperatures recorded in the history log, would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.